Manufacturer narrative:
Reason for reoperation: infection. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via nbir left side "infection". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d6b, g1, g2, h4.

Event description:
Healthcare professional reported via nbir left side "infection". The device has been explanted.